Event description:
It was reported that the patient was experiencing discomfort and pain. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and pain. The patient underwent an explant procedure. Additional information received that the patient was doing well postoperatively, and the explanted device components were not returned as it was disposed per facility.